Manufacturer narrative:
Date of birth: birthday was not provided (B)(6) was used based on patients age. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after centrifugation with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of sample. The patient impact was not reported. The following information was provided by the initial reporter: it is reported customer is experiencing specimen quality issues.